Manufacturer narrative:
Analysis: a review of the complaint details has been conducted. The details indicate that the balloon separated from the catheter after deploying the 10mm x 38mm stent. The returned product contained the separated balloon and catheter shaft. The introducer sheath used in the case was not returned. The balloon was separated from the catheter shaft at the proximal balloon thermal weld. The balloon had been bunched up specifically at the distal end of the balloon. The distal balloon thermal weld was still fully intact. The catheter shaft had been stretched to a smaller diameter as the shaft necked down prior to breaking at the proximal balloon thermal weld. The shaft at the area of the separation was no longer round as it should be and appears to have been compressed and flattened. Based on the details of the complaint it is not clear how the shaft had been flattened. A review of the fluoroscopic images provided shows the successful stent deployment of the stent but not of the deflation of the balloon or the withdrawal of the balloon. The review did show that the v12 covered stent had passed through one previously deployed stent in a contralateral approach from the right femoral artery, over the iliac arch and over the left iliac artery where the stent was deployed. A full review of the device history records indicates that this lot of advanta v12 covered stent delivery systems passed all quality and performance requirements. The balloon bond tensile strength of every lot manufactured is tested to ensure the integrity of the balloon bonding process. The device history records show that the lowest bond strength realized was 27.4 newtons (n). The minimum requirement is 10 n. The proximal balloon weld tensile requirement was exceeded by well over 10 n. This inspection requires that the catheter lot must pass the following: ¿ ability of the stent and delivery system to be passed through the labeled introducer sheath (7fr). ¿ ability to deploy the stent at nominal pressure (8atm). ¿ ability to withdraw the deflated balloon catheter back through the labeled introducer sheath. ¿ ability of the delivery system to withstand 5 inflate/deflate cycles at the rated burst pressure (12atm) without leaks or failures. ¿ balloon burst testing. The balloon must burst over the rated burst pressure specified on the label (12atm). ¿ stent retention testing. In addition to the final lot qualification testing there are multiple in-process inspections conducted that include the following: ¿ balloon hole skive dimensional verification. ¿ stent securement testing. ¿ proximal balloon weld tensile testing (minimum tensile strength = 10n) ¿ distal tip tensile testing. ¿ catheter leak check. This lot of catheters passed all quality and performance criteria without any non-conformances related to the complaint. Conclusion: based on the review of the complaint details, fluoroscopic images, physical product evaluation and the device history records review atrium medical cannot conclude that there was an issue with the product in question. Based on the case details and investigation results there is a possibility that the balloon was not allowed sufficient time to deflate prior to withdrawal back through the introducer sheath. This however cannot be confirmed.

Event description:
N/a.

Manufacturer narrative:
On completion of the investigation a follow up report will be submitted.

Event description:
It was reported that the physician implanted a stent in the left common iliac artery. After deflation of the stent balloon he attempted to remove the device and felt resistance. On removal it was noted that the balloon was missing from the catheter. The balloon remained on the guide wire. The full assembly was then removed.